Manufacturer narrative:
Updated: a2, a3, b1, d4, h6 method code 1 and result code 1. H6: code 213 - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
It was reported that on (B)(6) 2018, the patient presented with an abdominal aortic aneurysm and was successfully treated with gore® excluder® aaa endoprostheses according to the instructions for use. On (B)(6) 2019, a gore® excluder® aaa aortic extender endoprosthesis was implanted since not much aortic neck coverage was visible which corresponded along with aortic neck dilatation. No endoleak or migration of the device was reported. The reintervention was performed with favorable results.

Manufacturer narrative:
Lot / serial numbers were not provided, therefore, a review of the manufacturing records could not be conducted.

Event description:
It was reported that on an unknown date, the patient was successfully treated with gore® excluder® aaa endoprostheses in an evar procedure. Since not much aortic neck coverage was visible after the initial procedure, the physician decided to implant a gore® excluder® aaa aortic extender endoprosthesis proximal to the previously implanted trunk-ipsilateral leg endoprosthesis. The reintervention was performed with favorable results.